Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The reported event was not reproduced, and no abnormality was confirmed during repair. Since the dx board generates and send outputs sdi signals, it was determined that the dx board deteriorated and failed due to long-term use. Alternatively, the dx board may have accidentally failed.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated; the sdi outputs were verified to function as expected. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device could not connect to the monitor via serial digital interface and an image was not obtained. The problem, as reported to olympus, occurred during preparation for use for a procedure. The intended procedure was completed with no delay using a different device. There was no patient injury that occurred associated with the event.